Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('no more pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("no more lower back pain"), abdominal pain upper ("no more stomach pain"), migraine ("not 1 migraine since removal") and inflammation ("continous inflammation the coils caused") and was found to have weight increased ("down 45 lbs"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal pain upper, weight increased and migraine had resolved and the inflammation outcome was unknown. The reporter considered abdominal pain upper, back pain, inflammation, migraine, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- pelvic pain, stomach pain, migraine, back pain, weight gain, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('no more pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("no more lower back pain"), abdominal pain upper ("no more stomach pain"), migraine ("not 1 migraine since removal") and inflammation ("continous inflammation the coils caused") and was found to have weight increased ("down 45 lbs"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal pain upper, weight increased and migraine had resolved and the inflammation outcome was unknown. The reporter considered abdominal pain upper, back pain, inflammation, migraine, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- pelvic pain, stomach pain, migraine, back pain, weight gain, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.